Event description:
It was reported to baxter united kingdom that a vialmate was found during prepping to contain particulate matter in the 3 adaptor pack bags there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual sample was received and the complaint was confirmed. Four closed pouches with 20 vialmates each were available at the plant for evaluation. Visual inspection revealed various particles in the pouches such as a hair, particles which seem to be made from cardboard, black particles and fibres. The root cause could not be determined. If any additional information is received a follow up report will be sent. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.